Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
A treatment provider reported a patient who was treated on (B)(6) 2020 to the lower bra rolls using the cool advantage, coolcurve applicator. The patient first notice the areas decreased in size around two weeks post treatment. The patient then noticed a significant enlargement and firmness that started six weeks post treatment and has continued enlarging. The patient has lost weight since treatment.